Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The additional investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for s-96 manufactured on 12/10/2003 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. This device was last serviced on 05/04/2015. A two year look for this reported failure for this product ID shows that (B)(4) complaints were received including this case. Conclusion: in summary the end users reason for return was verified the most likely cause could be due to the cord damage.

Event description:
It was reported the device was having power issues. It was reported there was no patient injury, the device was not in contact with the patient.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow MDR submission.